Event description:
It was reported that this patient received a total of three inappropriate shocks involving this device. It was noted that the first two inappropriate shocks occurred due to atrial fibrillation in 2015, and most recently t wave oversensing was seen resulting in the third inappropriate shock. The device was reprogrammed from the primary to the secondary sensing vector. The device remains implanted, and a possible revision was pending. No adverse patient effects were reported.